Manufacturer narrative:
Device evaluated by manufacturer, h6. Health impact, and evaluation codes: email is: (B)(6). One device was received. Per visual inspection, the main block where the blood connects to the unit was missing, the enclosure was cracked, the water tank cover was leaking from the reservoir gasket and the device leaked from the cracked near the drain/quick connector fitting, the drain/quick connector fitting was corroded, and inside the water tank was contaminated. The main block where the blood connects to the unit was missing, confirming the complaint. No further device analysis was completed. The root cause was damaged and missing main block from use and handling by the end user. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that damage was observed on the fluid warmer where the blood connects to the unit. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI, date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.